Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a pain stimulation implantable pulse generator (ipg) experienced incrementing issues with the implanted neurostimulator in their back, including the device not incrementing or charging as expected and they don't think their stimulator is working. The patient described the controller screen going blank during charging, requiring a reset to restore function, and noted prolonged charging times for the implanted neurostimulator. Despite normal quality indicators, the device only charged to 20-30%. The patient had difficulty finding a good signal or location to connect the recharger to the implant and reported that the recharger could sometimes be difficult to plug into the controller. There was a previous issue with the recharging belt tearing. Visual inspection confirmed no visible damage to the controller battery compartment, battery pack, controller connector pins, or to the recharger. The patient reset the controller twice without resolution. The agent reviewed recharging best practices with the patient. The issue was not resolved, and a request was sent to repair and replace the recharger. No patient complications have been reported as a result of this event. Additional information was received from the patient. Patient mentioned that the issue is not resolved and that it is taking long to recharge the battery, 0-40% is taking over 30 minutes to charge.